Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding an implantable pump. Pre-operatively the pump could not be aspirated. The hcp could only aspirate 18 ml out of a 40 ml pump before implant. The hcp tried to aspirate the pump with a 2 ml syringe. The pump was not implanted and another pump had to be used for implant instead. At the time of the report the issue was not resolved. The product would be returned. It was indicated that there was no patient involved in the event and no complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.